Event description:
The event is reported as: the package containing the enclosed humidifier adaptor is not sealed. The reported defect was discovered during incoming inspection. No patient injury reported.

Manufacturer narrative:
The results of the evaluation are not available at the time of this report.